Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas saying that the reporter received a replacement pump and when it was taken out of the box, it smelled of ¿motor oil.¿ the reported shined a flashlight into the cartridge compartment and stated that oil could be seen inside. A tissue was placed inside the cartridge compartment and upon doing so, oil was noted on the tissue. There was no allegation of an adverse event with this complaint. This complaint is being reported because it is unknown if this had an impact on insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: visual inspection revealed excessive lubricant on the lead screw had leaked into the cartridge compartment. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no delivery issues occurring. The complaint of a substance in the cartridge compartment was confirmed on investigation, however investigation revealed that the issue had no impact on pump function.